Manufacturer narrative:
The investigation of this event continues as a request for additional information was made to the field. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information was available from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient contacted boston scientific's warranty department in (B)(6) 2011 to report that the implanted device and lead system had malfunctioned. The patient informed technical services that the device was explanted in (B)(6) 2010 and replaced with a competitor device. As a result of this unscheduled replacement, the patient experienced pain and suffering. The consultant explained the warranty guidelines and was informed that the patient plans to seek legal consultation.